Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications.

Manufacturer narrative:
B5-previously reported refractive change over time in error. This is a case of refractive surprise. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size different diopter lens-both refractive change over time and refractive surprise are reported. The problem was resolved. The cause of the event is reported as unknown.